Event description:
The customer reported that she was hospitalized due to high blood glucose levels and high creatine. The customer stated that she had gone to the restroom, and began feeling weak. The customer stated that she started vomiting, then lost consciousness and fell to the ground. The customer stated that her husband called 911, and the customer was rushed to the emergency room where the doctor had to perform CPR. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.